Event description:
A patient was placed on bypass and 4 coronary grafts were placed. The medical team attempted to wean the patient off of bypass but was unsuccessful. An intra-aortic balloon pump was placed and a second attempt to come off bypass was unsuccessful. The decision was then made to place impella rp. The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported while on impella rp support, the patient experienced bleeding at the impella access site. Manual pressure was applied and sutures were deployed to resolve the bleeding. The patient remained on impella rp support, and the decision was later made to place the patient back onto bypass. The impella rp was successfully explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.